Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ chronic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psychology injury"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, bleeding, migration: yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added: abdominal pain, general abnormal. Bleeding, psych injury, migration were added.outcome of events pain, bleeding from unknown to recovered/resolved were updated..product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown location,') and genital haemorrhage ('general abnormal. Bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2011 and loop electrosurgical excision procedure. Concurrent conditions included hypertension, uterine bleeding, swelling of legs and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)/salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding, migration: yes the right tubal ostia was then visualized and the essure device was deployed into the right tube. The proximal portion of the device was visualized and less than 3 coils were noted protruding into the uterine cavity. Similarly, the left ostia was visualized and the essure device was deployed. Theproximal portion of the device was visualized with less than 3 coils. Normal appearing bilateral fallopian tubes and ovaries. Normal intraabdominal survey. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: essure device was successfully occluded./total bilateral occlusion/fallopian tubes were occluded/normal endometrial cavity tubal occlusion. Pathology test - on an unknown date: uterus and cervix with bilateral fallopian tubes (169 grams), total hysterectomy and bilateral salpingectomy: mixed secretory and proliferative endometrium with adenomyosis. Left fallopian tube with no diagnostic abnormality. Right fallopian tube with focal paratubal cyst formation . Bilateral metallic coils are present in both tubes. Ultrasound scan - on an unknown date: an anteverted uterus is visualized measuring 94 x 56 x 68mm.a linear echogenicity is seen within the right cornual myometrium, consistent with the patient's history of essure coil procedure. The left essure coil is not identified. Clinical correlation is recommended.the endometrial lining measures 11.3mm. 17 mm debris-filled left ovarian cyst,moderate amount of layering debris with 8 mm echogenic focus within the endometrial lining,possible polyp vs. Clot,right essure coil visualized, left essure coil not visualized. Concerning the injuries reported in this case, the following one were described confirmed in patient¿s medical records:pelvic pain,abdomen pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received and medical records:previous version event psychological trauma deleted and event depression,anxiety uodated.events vaginal bleeding,menorrhagia,were added.lab data,medical history,concurrent condition were added.reporters added.events start date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.